Manufacturer narrative:
The technician found the latch bolt was missing from the siderail. He replaced the latch bolt to repair the stretcher.

Event description:
Information received indicates the siderail is not latching.